Manufacturer narrative:
Carefusion complaint (B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while on a patient this unit is alarming "xdcr fault." There was no allegation of patient harm; the patient was switched to an alternate ventilator.

Manufacturer narrative:
Results of investigation: the carefusion factory service representative evaluated the unit and was able to reproduce the reported event and isolate it to a faulty transducer. This issue is part of an internal investigation.